Manufacturer narrative:
. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was reported as defective due to a broken haptic identified during a surgical procedure. The lens had been fully inserted into the patient¿s left eye before the defect was discovered. After the issue was identified, the lens was removed and replaced with a another johnson & johnson lens (same model and diopter). No patient injury or surgical complications were reported, and the patient did not remain aphakic. No further information was provided.